Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have a roll input disk broken. Input disk 8 was found completely detached from the base of the housing. Additionally, the instrument was found to have a dislodged roll bearing in the housing. The instrument housing was removed and found the instrument bearing was not properly seated at the back end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, one of the springs on the 8mm horizon small clip applier instrument fell off and was found in the peel pack after being sterilized. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the issue was found while the instrument was being picked up for cases. There was no patient involved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the following corrected information: annex g - component code 1 was updated to g04111 - ring, annex c - inv findings code 1 was updated to c0706, and annex d - conclusion code 1 was updated to d03 - cause traced to manufacturing.